Event description:
It was reported by russia that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky and was making excessive noise. It was further observed that the device could not engage coupling attachment, and had insufficient/low power, air leak, and stiff/stuck locking mechanism. It was further determined that the device failed pretest for checking for attachment coupling, checking the attachment coupling, checking attachment coupling with oscillating drill attachment, checking reverse locking mechanism with oscillating saw attachment, checking for sticky triggers, checking for noticeable untrue running, checking for noticeable noise, checking power with power test bench and checking for air leak. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of the sticky trigger and excessive noise identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to component failure from wear. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: upon further evaluation of the device, and it was determined that the device was chipped/shaved/delaminated. It was further determined that the worn bearing, seal, motor and gear. The assignable root cause was determined to be due to component failure from normal wear.